Event description:
Description of event according to initial reporter: when attempting to insert the filter into the sheath, resistance was encountered, and the filter became completely stuck partway through the sheath. The sheath and filter were then withdrawn together. The physician performed an alternative procedure, and the procedure was completed. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Summary of investigational findings: when attempting to insert the filter into the sheath, resistance was encountered, and the filter became completely stuck partway through the sheath. The sheath and filter were then withdrawn together. The physician performed "an alternative procedure, and the procedure was completed" - assumed to be placement of a new filter to complete the procedure. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes may include an unintended rotation of the pre-loaded filter inside the introducer system. The femoral introducer and the introducer sheath are paired together to ensure the introducer being able to pass through the introducer sheath. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.